Event description:
It was reported that, during a thr surgery, the end of the femoral head impactor broke into multiple pieces. The pieces had to be retrieved from the patient's body. The procedure was resumed with a smith & nephew back-up device.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection confirms a piece of the black femoral head fractured into several pieces. Only two pieces of the black femoral head was returned. This device shows signs of significant wear/usage. This device was manufactured in 2011. A medical investigation was conducted and this case reports the impactor broke into multiple pieces during use. Per email communication, the pieces were successfully removed from patient without issues, and the procedure was completed using a backup device with no further complications. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.